Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A risk manager reported an issue with a 8f low profile plastic vortex port detached bioflo catheter filled sh valved introducer. The port was implanted with 2-0 absorbable stitches; however, when the patient presented for an infusion, the port was found to have flipped and access was unable to be obtained. The patient received their chemotherapy treatment peripherally and was then transferred to interventional radiology to undergo a port revision. Ultimately, the patient was sedated so an incision could be made to flip and suture the port back into place.